Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of harm or injury. The device was returned to the manufacture service centre for further evaluation. During the evaluation of the device at the manufacture service centre, the device was visually inspected and found no evidence of visible foam particles. The technician confirmed no particles in the air path. During the evaluation, secondary findings was not observed. There was 32 error code found. The manufacture service centre concludes that they couldn't confirm the customer's allegation and unit dispositioned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Device serviced by 3rdp, device avail. For eval, date returned was updated. Device eval. By mfg was updated. Evaluation method code, evaluation result code, component code and conclusion code has been updated.